Event description:
Caller states customer was incoherent with result of hi (greater than 600 mg/dl) obtained on the aviva system. Caller obtained honey to treat the customer with and contacted paramedics. Customer tested 36 mg/dl approximately 15-20 minutes after the hi result. Paramedics treated the customer with an IV containing glucose; caller also treated the customer with a sandwich and coke. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.